Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -11.0/+2.0/094 into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Claim# (B)(4).